Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, vyaire has not received the suspected part for evaluation. Any additional information received from the customer will be included in a follow-up report.

Event description:
It was reported to vyaire medical that the ventilator was alarming "xdcr fault". There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
The reported complaint of xdcr fault was confirmed. The solenoids are slow to respond.